Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient experienced chest pain requiring reintervention. The index procedure treated the 2.75x6mm, 90% stenosis of the second obtuse marginal (om2). Treatment consisted of predilation and placement of a 2.75x8mm taxus express2 study stent and a 2.5x8mm non-study taxus express2 stent resulting in 0% residual stenosis. The patient was discharged one day post procedure on asa and plavix. The patient returned in 2008 with chest pain. At that time, an intervention on the 80-90% stenosis of the distal lad (left anterior descending) was treated with a 2.25x12mm taxus atom stent with 0% residual stenosis. The planned reintervention of the 80% stenosed om2 was performed the following month, and a 2.5x12mm promus stent was placed resulting in 0% residual stenosis. The patient was discharged the following day on asa and plavix.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.